Manufacturer narrative:
E1: (B)(6). A philips remote service engineer (rse) spoke to the customer who was able to provide logs of the event. The logs showed that there were a number of alarms for high heart rate generated, each lasting less than a minute and they ended, due to the patient¿s heart rate returning to within the alarm parameters. There wasn¿t any acknowledging of alarms within that time frame. The customer also confirmed that the alarms were audible but relatively quiet. The rse provided information about volume settings. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the intellivue mx750 patient monitor indicating that the alarms were not audible. The device was in use on patient at time of event, there was no adverse event reported.